Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown issue with the sensor occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of unknown issue with the sensor with connection loss. A root cause could not be determined via data. The reported issue of unknown issue with the sensor is reportable based on the finding of connection loss.